Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "I just read about the textured silicone being recalled" and "chronic fatigue, muscle aches, brain fog, autoimmune disease" not device related. Later, patient reported "contracture baker grade unknown" and "exchange of textured device due to patient's concern with product". Later, healthcare professional reported "implant exchange from textured to smooth due to the patients concerns with the product". Later, healthcare professional reported "few focal non-mass enhancement in the upper outer quadrant". Later, healthcare professional reported "suspicious spots". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Later, healthcare professional reported "intact implant" and "double capsule". This record is for the left side. Device was explanted.